Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to 23 mg/dl while wearing the pod for an unknown amount of time on the arm. Patient collapsed at a (B)(6). Subsequently, patient's grandmother called 9-1-1 and patient was taken to the emergency room for treatment. Limited information regarding treatment is available, however, it is known that patient was diagnosed with "low blood sugars" and provided "pens and saline" via an "emergency kit," in order to raise bg levels. Additionally, bg history from personal diabetes manager could not be obtained as it was lost during the event. Pod is not available for return as it was disposed of by "medical services."